Event description:
The customer reported the system would freeze up during boot up not completing the boot up process. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The system was repaired during the service call. The system was tested and found to be working as intended and put back into service.